Event description:
The following information was provided: it was reported that the patient's right knee was revised due to infection. A 7x9 ps insert was exchanged for a 7x11 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.